Event description:
A malfunction was reported with the pump after it fell out of a pocket. The customer's blood glucose level did not exceed 500 mg/dl and remained within a normal range. As a corrective measure, a replacement pump with updated software was sent to the customer. The customer was advised on using a backup therapy and informed about the usage of a new sensor with the replacement pump. Instructions for returning the faulty pump and procedures upon receiving the new pump were provided and acknowledged by the customer.